Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a failed self-test alarm on the insulin pump. Customer's blood glucose was 181 mg/dl. The customer reported their alarm history showed three failed self-test alarms occurring after one another. Troubleshooting found the insulin pump failed a self-test. The customer was advised the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump gave an alarm during the self test due to a faulty component on the remote frequency board. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.